Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge for insulin delivery. Additionally, it was reported that an occlusion alarm occurred. Reportedly, multiple supply changes were performed resolving the occlusion. Customer¿s blood glucose level was 230-269 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.